Manufacturer narrative:
The reported events failure to remove lead form header, ¿blood inside of the atrial lead¿, failure to capture, and insulation damage were not confirmed. As received, a partial lead (only the connector portion) was received for analysis. Lead insertion and removal test in the implantable cardiovert defibrillator did not find any difficulties. Dimensional analysis of the connector pin, front seal, connector pin and connector boot were all within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
During an unrelated procedure, the set screw of the device was unable to be loosened and the right atrial (ra) lead was unable to be removed from the device header. The ra lead was cut from the device and a medical adhesive was used on the ra lead, but a loss of capture was observed. As a result, both the device and ra lead were replaced and the new device was programmed into vvi mode. Upon investigation, blood was observed to be in the set screw of the device and in the ra lead. Insulation damage of the ra lead was alleged but was unable to be confirmed. The patient was stable and will continue to be monitored.